Event description:
An orthex pin broke on the patient. The pin was a 60mm, hp60-200-60b, lot # 213204-b.

Event description:
An orthex pin broke on the patient. The pin was a 60mm, hp60-200-60b, lot # 213204-b.